Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, post-paced t-wave oversensing was observed on the ventricular channel. The recommended programming changes were made at the next follow-up and was resolved the issue. The patient did not report any issues from the changes or oversensing.

Event description:
New information received states the asymptomatic patient presented to the clinic, post-paced t-wave oversensing was once again observed on the ventricular channel. Programming changes were made and defibrillation threshold testing was recommended. The patient was stable.